Event description:
It was reported by the customer that a pyxis medstation system screen was not responding to the login. The customer reported that users were unable to remove medication. Which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the med application was not launched. A technical support specialist reinstalled rss and deleted the duplicate file to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.